Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing employee reported loss of suction occurred twice on one lasik surgical case day. Timing is unknown. Upon follow up, suction loss was while the laser was creating the raster pattern. Procedure was able to be completed and the flap was reported to be fine.

Manufacturer narrative:
The device history records (DHR) for the product lots were reviewed. No abnormalities that could have contributed to this event were found. Patient interfaces were returned but without all parts. Therefore, failure analysis could not be conducted. The root cause could not be identified conclusively. The manufacturer internal reference number is: 2018-40258.

Manufacturer narrative:
The initial medwatch report indicates: serial # - (B)(4). The initial medwatch report should indicate: serial # - (B)(4). Additional information: the customer returned the device's battery to physio-control, however the battery was scrapped in error before an evaluation could be performed. Physio-control has made multiple attempts to contact the customer to confirm the status of their device and to see if the replacement battery resolved the reported issue. No response has been received from the customer. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.